Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is undergoing investigation. The results are pending completion and will be submitted in a supplemental report a device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: may 10, 2006. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during an intertrochanteric procedure, the collinear reduction clamp sliding mechanism handle broke. The clamp was on the bone holding the reduction and when the surgeon attempted to tighten the clamp, the black handle broke at the level of the screws. The instrument handle broke outside the patient's body and the clamp maintained the reduction and did not loosen. The instrument fragments did not fall into the patient's wound. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation found sliding mechanism was received with the handle broken in two pieces. Replication of the complaint is not applicable with this complaint condition. Additionally five (5) of the six (6) prongs on the distal tip of the sliding bar were slightly chipped. The overall balance of the device was worn but consistent with 10 years of regular use. The failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.